Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The down arrow and ok keypad buttons were intermittently responsive during testing. The up arrow and contrast keypad buttons required excessive force to obtain a response. During investigation, the down arrow key contact was observed to be misaligned. It was observed that the up arrow key contact does not spring back when pressed. The down arrow, ok, and contrast key contacts intermittently spring back when pressed. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The patient reported that the up arrow keypad button has required multiple presses to obtain a response for the past 2 weeks, and today the up arrow keypad button is completely unresponsive. She noted that the up arrow button does not click when pressed, but all other keypad buttons feel normal and click as expected. The patient stated that the rubber keypad is intact; and denied exposing the pump to water and cleaning products.